Event description:
During case, surgical technologist passed 1st device to surgeon after performing successful test fire outside of pt. Surgeon inserted device via trocar, and at desired point of use attempted to apply clip, device did not fire. Surgeon attempted another clip application again with no result. Surgeon had staff offer up another of same device, surgical technologist performed successful test fire outside pt, and passed new device to surgeon. Surgeon attempted clip application with new unit and encountered repeat result. Surgeon then abandoned use of 2nd device, and used a different prod and achieved his desired result. No pt harm. Minimal surgical delay.